Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an exactamix 2000ml eva tpn bag leaked from the center port during filling with total parenteral nutrition (tpn). There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. The bag was sliced a the top right of the bag where the customer likely drained the contents. Unaided visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional test was performed which revealed a leak at the spike port cap from the base of the spike port tubing. The reported condition was verified. The cause of the condition was not determined. This issue is being further investigated. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.